Event description:
It was reported that the pump showed a force sensor bridge test. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was major damage on the top case, both front corners were broken, left plunger case was broken, and the right plunger case and battery door were cracked. Event history log (ehl) showed force sensor bridge test. An occlusion test was performed and the reported problem was not duplicated. The root cause was deemed to be a result of the customer's physical damage to the device; there was a broken left plunger case and the screw boss was also missing the plunger tube seal. Action(s) taken to mitigate the reported issue(s): replaced left plunger case and plunger tube seal, performed occlusion test which passed.